Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak from the bottom of the unicel dxi800 access immunoassay analyzer. The customer wore personal protective equipment when they cleaned the spill according to their hazardous spill clean up procedures. No injury or exposure was reported.

Manufacturer narrative:
On (B)(6) 2011 a bec field service engineer (fse) replaced the waste peri pump tubing, which was leaking due to a crack in the tubing. Fse verified repair per established procedures, which met specifications.